Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent osteosynthesis reduction by locking compression plate for a left femur fracture. Five months later, the head of four screws broke off in the plate. The heads of two of the screws remain stuck in the plate. A plate, seven locking screws, and a cortex screw were also removed intact. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code hwc. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering examination revealed the breakage of the four locking screws occurred below their screw heads in the junction screw head to screw shaft. The locking screws are made of stainless steel. The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the locking screws is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated locking screws were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. No abnormalities were observed by examining the locking screws macroscopically. When examining the fracture surfaces of the locking screw heads using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The cracks started at the outside of the screws and ran into the material. After breaking, the two screw fragments rubbed against each other causing destruction of the fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces of the screws a and d showed subsidiary cracks as well as about 20% mixed fracture and dimples. The areas with dimples correspond to the residual forced fracture zone. The fracture surfaces of the screws b and c showed subsidiary cracks. Documented fatigue cracks close to the initial fracture zone of screw d indicate multiple crack initiation. The outside surface close to the initial fracture zone of screw b shows mechanical damages. Sem observations and findings showed that the screw failures were caused by fatigue and overload. The investigated locking screws were implanted with a lcp distal femur, eight further screws and two cerclage cables on the (B)(6) 2012 because of an inter-condylar femur fracture on the left side. According to the hospital report, the leg was immobilized by a zimmer splint without load bearing for the following six weeks. The patient was authorized to mobilize the knee from 0 to 60 degree according to the pain. According to the x-ray image, the breakage of the locking screws was found on (B)(6) 2013. The revision surgery to remove the broken implants and replace them by means of a zimmer titan plate, cancellous and cortical screws and two cerclage cables, was performed on the (B)(6) 2013. Based on the topography of the fracture surface, we can conclude that the implants were subjected to one sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The locking screws could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint was determined to be invalid.